Event description:
Received information stating pt was hospitalized due to hypoglycemia. Reportedly customer uses a dexcomm cgm which read a blood sugar of 71 at home and 21 at the hospital. Pt was treated with dextrose drips, IV fluids and morphine.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up MDR will be submitted.